Event description:
It was reported that the right ventricular (rv) lead was partially explanted and replaced due to high thresholds, low impedance and an apparent fracture. It was additionally reported that the atrial lead was explanted and replaced due to low impedance, oversensing with noise, and an apparent fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.